Manufacturer narrative:
The meter has been returned and evaluated by product analysis on 09/17/2015 with the following findings: during testing, the meter was found to be unresponsive due to damage to the screen. Animas has conducted a review of the device history record for the meter and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The meter remote was returned to animas. Product analysis evaluated the meter and found that the meter was unresponsive due to impact damage. This report is made based on the results of evaluation completed on 09/17/2015.